Manufacturer narrative:
On 2/19/2020, the mentor failure analysis lab has received the device for evaluation. On 2/27/2020, a manufacturing record evaluation (mre) was performed for the finished device number 145265, and no non-conformances related to the reported complaint were identified. On 2/28/2020, during visual inspection of the device no apparent damage could be observed. Leak testing was performed and it revealed an area of siltex cracking in the anterior view . Within the siltex cracking, a rupture was noted, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 354-2650 and lot number 145265) is a contralateral device, therefore no further analysis is required. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: a mentor siltex round moderate profile 325cc , catalog 3542650, lot 145265. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 325cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor breast implants of unknown type on (B)(6) 2020.